Event description:
The pt experienced a loss of therapeutic effect and no stimulation sensation. X-ray taken showed a kink in left tail of paddle lead. There was no accident or other incident related to the event. He was at home in good condition and was re-directed to his healthcare professional. Further info was requested.

Manufacturer narrative:
(B)(4).